Manufacturer narrative:
Age at time of event: 18 years or older. Date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product.

Event description:
It was reported stent damaged occured. The target lesion was located in a coronary artery. After pre-dilatation, a 2.75mm x 38mm synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it was removed from the patient's body. Pre-dilatation was performed again and when trying to re-advance the device, the distal to mid part of the stent strut was lifted. The device was removed smoothly and the procedure was completed with another synergy stent. No patient complications were reported.